Event description:
Reference number (B)(4). Event occured in germany. It was reported that, the patient faced infusion set's leakage event on (B)(6) 2025. Infusion set was in use for 4 to 5 days. Leakage was at cannula. Patient had blood glucose of 250 mg/dl. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) MDR 3003442380-2025-08118. Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6010691 have already been previously tested in the (B)(4) on 30/apr/2025. Test results: the reference samples were visually inspected and tested for flow and leak. All test results were within specifications as per the test report database (B)(4) complaint test report. Device history record (DHR) review: the lot 6010691 was manufactured according to the work instruction (wi) version 75 manufactured in the line 5, on 10/dec/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 08/may/2025 against malfunction code leakage from infusion site (cannula base part/cannula) (specific cause not identified) and lot 6010691 and no other complaint has been registered in database for the same lot 6010691 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to the malfunction reported, no other complaint received on the lot in question and malfunction code. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.